Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the lcd screen and the screen was not able to read. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had blank display and also stated that contacts on the battery cap were damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to cracked and bleeding on lcd glass. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.